Manufacturer narrative:
Analysis of the returned device shows that functional analysis was not more possible due to a hole in the ibt. During visual analysis the leakage was confirmed. The leakage comes from a longitudinal rupture of the balloon. Based on the information provided, functional and visual analysis the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. It was reported that the balloon ruptured under low pressure. No further details are known at this time.